Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. Customer stated insulin had been leaking out of the reservoir. Customer stated insulin was exposed to moisture. Customer was performed self test and it was passed. The insulin pump will not be returned for analysis.